Manufacturer narrative:
Corrected fields: d10 (inadvertently missed). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The subject device showed no signs of being improperly handled and there was no damage aside from the reported event. Although, the reported issue was confirmed, the cause could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the tracheal intubation fiberscope was leaking during reprocessing. There was no patient under sedation at the time of the event. The facility completed the intended procedure with another device. There was no report of patient harm. The device was returned, evaluated, and the coating of the insertion section had peeled off. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that water tightness was lost due to a scratch on the control unit. Other than the peeled insertion section coating, there were no other evaluation findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.